Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette sample and did not give an error message. An orhto field svc engineer was dispatched and was unable to duplicate the concern. Summit performance was acceptable. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-02852-06.